Event description:
Subsequent to the initial medwatch report, it was reported that the device was advanced until arterial flow then the device was rotated 30 percent to the left, then put the lever up to deploy the foot, pulled the device back until arterial flow had stopped the plunger was pressed and pulled out once the suture was engaged. The suture was then cut, the lever was pulled down then the device was removed until the guide wire exit port was level with the skin. At no point during the procedure was the device rotated entangling the suture prior to closing the foot at stage 4. No additional information was provided.

Event description:
It was reported that deployment of the proglide sutures were attempted in the moderately calcified left common femoral artery using the preclose technique before a popliteal aneu interventional procedure. The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to an 12fr sheath. Reportedly, the sutures were successfully deployed; however, once the suture was cut and the lever returned to its original position, the device was pulled back bringing guide wire exit port to the skin level. The suture was attached to the device while the knot was uraveled as the suture appeared cut at the point of the knot. A second and third proglide were deployed successfully to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4): use of the 12fr sheath, per instructions for use, under indications for use: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5fr to 8fr sheaths. Evaluation summary: the device was returned for evaluation. The analysis indicated one end of the rail suture was cut via the quick cut as reported. The report of the experience with the knot was confirmed as the suture was returned broken. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The device was used in a moderately calcified common femoral artery, the safety and effectiveness of the perclose proglide smc devices have not been established in the patient's with femoral artery calcium which is fluoroscopically visible at the access site.